Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant procedure, the patient's blood pressure dropped, and a trace amount of pericardial effusion was observed. After a few minutes of observation, the effusion resolved and the patient's blood pressure was restored. The device remains in use. No further patient complications have been reported as a result of this event.